Event description:
The report was from the (B)(4) study. The patient was a (B)(6) female with a history of obesity, angina, an allergy to sulfanomides, contrast dye, and honeydew melon, and a family history of coronary artery disease. Blood pressure at screening was 141/83. The target lesion was the proximal lad. Vessel diameter was 3.5mm and lesion length was 10mm. The lesion included a side-branch that is less than or equal to 2.5mm. Lesion was de novo and a (B)(6) classification. Pre-procedure stenosis was 90%. A (B)(4) was deployed at 12atm and post-dilated. During the procedure, the patient had a reaction to the contrast media which was medically managed. Post-procedure stenosis was 0%. The day after the procedure the patient had a non-q wave mi with elevated troponins and no symptoms. No treatment was given and the event resolved without sequelae. The patient was discharged 2 days post-procedure.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered an mi the day after the index procedure. This is a (B)(6) female with a history of obesity, angina, an allergy to sulfonamides, contrast dye, and honeydew melon, and a family history of coronary artery disease. The index target lesion was in the lad described as 10mm in length, de novo, type b1, vessel diameter of 3.5mm and 90% stenotic. The lesion included a side-branch of less than or equal to 2.5mm. A cypher us rx 3.5 x 13mm was deployed and post-dilated successfully. Post implantation stenosis was 0%. During the procedure, the patient had a reaction to the IV contrast media that was managed medically and captured as a non-complaint. The day after the index procedure, the patient had elevated cardiac enzymes and was diagnosed with a non-q mi. The patient had no other signs or symptoms of the mi and the event resolved without sequelae. The patient was discharged 2 days post-procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.